Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip opened while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping performed. While establishing final arm angle (faa), the clip opened. The clip was closed and faa was tested again; however, the clip opened on all attempts. The cds was removed and replaced. Two clips were implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was investigated and the returned device analysis was unable to confirm the reported issue, as the clip delivery system functioned as expected. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported clip opened while locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.